Event description:
The device was not clinically applied. Reportedly, the instrument was broken when the package was opened.

Manufacturer narrative:
2/14/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.